Manufacturer narrative:
Per t:slim g4 user guide: the transmitter is reusable and is replaced about every 6 months. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient information was available. Reportedly, the transmitter had been in use for longer than six months. The customer was instructed by tandem technical support to order a new transmitter.